Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, "capsular contracture, baker IV". And "replacement from textured to smooth, due to the patients concern of the product". Record is for right side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, e1, h6.

Event description:
Healthcare professional reported right side capsular contracture baker IV and replacement from textured to smooth due to the patients concern of the product. Device has been explanted and replaced. Healthcare professional later reported right side device "was in pieces not salvageable to return."